Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from a crack in the patient line during peritoneal dialysis therapy. There was nothing unusual reported that would cause or contribute to the cracked patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.